Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The qc was acceptable. The alarm trace showed a "sample probe: abnormal aspiration" alarm. The field service representative styletted the sipper probe, replaced the ion selective electrode (ise) probe, performed a prime, and replaced the sipper probe. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 10 patient samples on a cobas pro ise analytical unit. Two examples were provided. Patient 1: the initial na result was 149.9 mmol/l, repeated at 136.7 mmol/l. Patient 2: the initial na result was 152.4 mmol/l, repeated at 144 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because delta checks accompanied several samples.